Event description:
According to the procedure report, ..."when the device (amplatz 6/4) reached the tip of the sheath, the atrial disk was deployed. Angiography was then performed. This device slipped through the ductus and into the main pulmonary artery. The device was recaptured and removed in its entirety. This device was inspected and it was felt to be slightly abnormal.